Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient felt pain in their lower sternum and palpitations. A coronary computed tomography angiogram (cta) was performed which showed a small pericardial effusion. The cause and resolution of the pericardial effusion is unknown at this time. The electrode remains in service and no additional adverse patient effects were reported.